Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male patient's wife contacted zoll customer support to report that the patient passed away while in a nursing home. Review of the events surrounding the patient's death indicates that the patient experienced an inappropriate defibrillation event consisting of five shocks. Oversensing of small signal during asystole contributed to the false detections. The patient was transported to the hospital but was pronounced dead upon arrival at the hospital.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Monitor: 03/2011. Electrode belt: 03/2014.